Manufacturer narrative:
B5 updated. Previous codes no longer applicable as this event is no longer reportable to FDA.

Event description:
Per additional information received via medical records, the patient had chronic endocarditis which first occurred in 2021 with an episode of strep gallolyticus prosthetic valve endocarditis, and which resulted in them being initially placed on suppressive penicillin, and again when their blood cultures were positive for enterococcus faecalis in late december and early january of 2023, and had which led to the worsening pvl and transvalvular insufficiency as well as small mobile echodensity on the ventricular aspect of the tavr leaflets and possibly on the posterior leaflet of the mitral valve. All of which improved after treatment with the IV antibiotic. This damage led to fluctuations in the severity of pvl, which resulted in the patient experiencing sob and doe. These symptoms led the patient and surgeon making the decision to explant the 26mm s3 bioprosthetic aortic valve and replace it with savr to improve the quality of the patient life.

Event description:
Per report received from partner 3 study, the most recent echo revealed mild to moderate paravalvular regurgitation, and patient was scheduled for a procedure (savr ).

Manufacturer narrative:
Investigation is ongoing. Device not returned.